Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found no fault with the screen, but the overlay to the screen and the display hasp were cracked. The hinge plate screws were also found to be missing and loose.

Event description:
It was reported the programmer screen cracked. The programmer was returned for repair. No patient involvement or complications were reported.